Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.

Manufacturer narrative:
The pod was received in the not deployed state with the pink slide insert not visible in the viewing window. The soft cannula was not visible in the bottom housing window. The download data showed that the device ran 46 first prime pulses and was deactivated at 46 pulses. Because the user deactivated the device before second prime, the needle mechanism never deployed, therefore could not have deployed early. The needle mechanism was reset to the not deployed position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure.